Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the os patch installed on this arctic sun device with no problem during the alarm 113 (reduced water temperature control) field action. However, during the installation of the gui, an error screen was displayed and the control panel stayed at version 1.0.5. Per wo notes they have attached the image and would need to ship a replacement control panel, and the control panel would have to be replaced at a later date.

Event description:
It was reported that the os patch installed on this arctic sun device with no problem during the alarm 113 (reduced water temperature control) field action. However, during the installation of the gui, an error screen was displayed and the control panel stayed at version 1.0.5. Per wo notes they have attached the image and would need to ship a replacement control panel, and the control panel would have to be replaced at a later date.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.